Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specifications. No failed battery test alarms noted. Unit received with intermittent buttons due to corroded keypad traces. No frozen screens noted. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners, display window and belt clip slot. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were scrolling on the display. The customer did not recall any significant events leading up to this issue. The customer also reported that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 142 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.